Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to seal. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The stent remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that the procedure was to treat a perforation caused by another device in the left anterior descending coronary artery. A graftmaster covered stent was deployed inside another stent which contributed to the sub-optimal sealing of the perforation. The extravasation was greatly reduced and allowed for eventual resolution of the condition without further intervention. The deployment of the graftmaster was successful despite not sealing the perforation completely bud did not cause or contribute to complications or adverse events. No additional information was provided.